Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately following implant of an implantable pulse generator (ipg) the mobile programmer application would lose connectivity to the device when programmer changes were attempted to be made. It was also noted that the electrogram looked normal until the user would try to run a test or make a programming change then it would appear as only dotted lines. The tablet, base and patient connector were all within 10 feet of the device and wi-fi was turned off. A different model of programmer was brought in to complete the programming and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.